Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after jumping into swimming pool with pump and the buttons are not responsive. Customer does not recall any significant events leading to the error. Troubleshooting could not be performed as buttons were not working. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no escape or act button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on the electronic and motor assembly.